Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. However a corrective and preventive action was opened to further investigate the reported issue. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a patient with a kangaroo gastrostomy tube which, when verifying its integrity, displacement was found. The device was reviewed together with the doctor on duty and an air leak was found in the safety balloon. The gastrostomy tube was replaced and the gastroenterologist on duty was informed, who suggests changing it to a new number 24 replacement.